Event description:
Presentation of off label clinical study of product. Cervical spine fusion study one pt required reintubation and evacuation of a hematoma. One pt had complaints of dysphagia for 8 weeks.